Event description:
The autoclave sterilization of plates for orbital fracture fixation did not reach optimal temp of 270. The temp reached 253 for 15 mins. The cycle was run on gravity not on flash cycle. The machine functioned correctly. Maintenance was called and could not find problem with autoclave. Procedure regarding autoclave was not followed. (The orbital fracture plate was placed on the or field, but was not used in the procedure.)